Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient stated that his g5 receiver did not react fast enough, in addition to an adverse event that occurred. The patient stated that on (B)(6) 2017, the patient was at their house walking to the attached garage, when the patient felt a low. The patient stated that her leg gave out (buckled) and the patient started having convulsions. Then the continuous glucose monitor (cgm) alerted the patient that they were in a low. The patient stated that she was on the floor and reached a refrigerator in the garage and ingested two 12 oz. Can size coca cola. The cgm displayed 49 mg/dl and going down, after the patient had a low. The patient went back into the house and took her blood glucose (bg) and was at 73 mg/dl. The patient did not contact any medical personnel for help. At time of contact the patient's condition was feeling better. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.